Event description:
The customer alleged the alarm does not function at times. The mallinckrodt customer support engineer (cse) inspected the device and replaced the missing zip tie which holds the harness and alarm connection in place on the front panel display pcb. The unit passed extended self testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.